Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user required assistance with return of item. A technical support specialist (tss) determined that the item was not configured as returnable and instructed the nurse to follow facility protocols for medication waste, resolving the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, instead of dispensing insulin aspart flexpen 100 unit/ml, wrong medication was issued out. Hence requested for assistance in returning them back. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this even